Event description:
It was reported that during the implantable neurostimulator (ins) replacement surgery, impedances >40000 ohms were measured on all electrodes. Follow-up information reported that the incision over the ins was reopened and the physician found the extension was not fully inserted and seated into the ins. Following the complete insertion of the extension and tightening of the set screws, all impedances were found to be within normal ranges. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, product type: extension, product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, product type: extension, product ID 64002, lot# n227169, implanted: 2011 (B)(6), explanted: na, product type: pocket adaptor product ID 37651, serial# (B)(4), product type: recharger, product ID 37601, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, product type: implantable neurostimulator, product ID 3387s-40, lot# v054604, implanted: 2008 (B)(6), explanted: na, product type: lead, product ID 3387s-40, lot# v054604, implanted: 2008 (B)(6), explanted: na, product type: lead. (B)(4).